Event description:
The facility reported, a pump with failure code 810:11, it is unk when this event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump with failure code 810:11 was confirmed in the event history during product eval. The failure code 810:11 was caused by an out of specification air in line printed circuit board (ail pcb). The ail pcb was recalibrated and the device was tested.